Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the remaining architect hiv ag/ab reagent splashed into their eye when discarding the reagent bottle. The customer flushed the eyes using pure water, after which they reported not experiencing any discomfort. The customer also reported not receiving any additional medical treatments or impact to management.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, a review of tracking and trending, and a review of product labeling. Ticket searches determined that there is normal complaint activity for the likely cause lot, as this is the only complaint for a personal injury with the lot. Tracking and trending report review determined that there are no related adverse or non-statistical trends. No non-conformances, potential non-conformances, or deviations are associated with the likely cause lot. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.